Manufacturer narrative:
(B)(4). Section g4: the rt224 infant continuous flow circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Section h11: method: the subject rt224 infant continuous flow circuit was not provided to fisher & paykel (f&p) healthcare new zealand for evaluation as the device had been discarded by the healthcare facility. Additional information was requested to be provided to f&p healthcare for evaluation. Results: the healthcare facility reported that the requested additional information was not available. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported issue. As part of design validation and verification activities, all f&p healthcare products are tested to ensure they meet documented product requirements and specifications. These requirements and specifications encompass user needs, performance requirements, international product standards as well as quality system requirements. All rt224 infant continuous flow circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject circuits would have met the required specifications at the time of production. The user instructions for the rt224 infant continuous flow circuit show in pictorial format the correct set-up of the circuit and also states the following: check all connections are tight before use. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times.

Event description:
A distributor reported on behalf of a healthcare facility in south africa that an rt224 infant continuous flow circuit failed the pre-use leak test. There was no patient involvement.